Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05sept2019. The customer troubleshot with technical support and was advised to replace the flow sensor. The gas delivery system (gds) assembly was return for analysis. An investigation was performed and the root cause was isolated to the u1 on the air flow sensor pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that during performance verification testing the ventilator was failing the o2 and air flow testing. There was no patient involvement.